Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a recent fall which led to a wound around the pump pocket site and fluid in the pump pocket. The event date was noted as (B)(6) 2018. It was noted the fluid in the pump pocket created an uncomfortable sensation for the patient. The patient was referred to wound care to treat the infection. It was noted the area was positive for swelling. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. Wound care was performed on (B)(6) 2018. The patient's weight was 181 lbs. The issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2019-jun-03. It was reported that the event was unresolved with no further action planned.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was noted as unresolved at time of study exit/death/study closure. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient died on (B)(6) 2021. The cause of the death was covid complications. It was noted the death was not related to device, therapy, or procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-jun-15 examination revealed positive ventral hernia at pump pocket. The relationship of the event to the implant procedure was updated to not related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 catheter evaluation was performed and they were able to aspirate 1cc of cerebrospinal fluid (csf), but it was difficult to inject more than 1cc of isovue; 20cc of hematoma/fluid was aspirated from the pump pocket. Despite aspiration, fluid persists in the pocket. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 there was fluid at the pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 at examination, it was noticed that the patient had fluid in their pump pocket. No action was taken. The outcome of the event was noted as ongoing. The clinical diagnosis was fluid in pump pocket. No further complications were reported.